Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI; however, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to replace the magnet was completed on (B)(6) 2020. The implanted device remains.